Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t11323n. No issues with tni recovery were observed, the lot performed properly manufacturing batch records for lot t11323n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97300eu) is not approved in the united states, the event is being reported as the device is same/similar to catalog number 97300, 510(k) number k080269.

Event description:
Patient with chronic coronary syndrome and known chronic elevated troponin plasma levels presented to the cardiologists office with severe angina pectoris discomforts. Customer alleges the patient was tested on the triage meter on (B)(6) 2020 but the meter print-out shows testing date of (B)(6) 2020. Triage meter produced a troponini (tni) result of 0.20ng/ml. Customer uses a triage tni cut-off of 0.40ng/ml. From the customer provided documents, the patient was tested on a lab instrument on (B)(6) 2020 and produced a troponint (tropt) result of 169.0ng/l. Customer uses a tropt cut-off of 14.0ng/l. On (B)(6) 2020 patient was tested again; tropt result of 198.0ng/l, triage tni result of 0.08ng/ml and alternate troponini hs (not triage) of 0.254ng/ml (cut-off 0.081ng/ml). The clinical diagnosis of the patient was: coronary heart disease over the course of years, stable. Additional information was provided by the customer on november 16, 2020 stating that "coronary angiography was done on him some days later".